Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided impedance trend curves showed a stable pacing impedance around 450ohms since (B)(6) 2018 with two peaks to greater than 3000 ohms on (B)(6) 2019. Furthermore the x-ray images in a.p. And in lateral projection were inspected. The lead under complaint showed a constriction of the conductor coil near the pocket area. Based on the x-ray images no further deformations were visible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead had high impedance and noise.